Event description:
It was reported that a large volume intermate had particulate matter inside the reservoir. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 14, 2013 to january 15, 2013. Evaluation summary: visual inspection identified white particles, between 0.20 and 4.00 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particles to be acrylic material. The cause or origin of the particles was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.